Event description:
It was reported that upon reentering a site in which pepgen p-15 putty bone grafting material had been placed seven months earlier, it was noted that the material had not integrated. Though no further info was or will be provided, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.